Event description:
Pt reported he had fusion cage device implanted on (B)(6) 1999 exactly a week after implantation he started experiencing chronic pain that radiates to the neck and lower back, stabbing and pinching sensation, tingling, depression, anxiety, weight loss, numbness and g.I issues. Pt reports this has caused him to be on disability. He has had five surgeries with no improvement to his symptoms. He saw his specialist on (B)(6) 2014 and was advised the device is broken as seen MRI taken that day. Pain specialist administered pain injection to help alleviate the unbearable pain. He has an upcoming appointment on (B)(6) 2014. Pt is concerned the device is not only broken but expired as well.